Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 568 mg/dl. Customer stated insulin pump had no delivery alarm. Customer feel ok to do troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).